Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the pump was exercised for 24hrs with returned battery cap; no eaw¿s occurred during this time. Cartridge cap was not returned; test cartridge cap used to complete testing. A normal 10u bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. Investigators manually calculated an ezbg bolus and an ezcarb bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. The total daily dose (tdd) adds up correctly. No alarms related to complaint in alarm history. Pump passed a delivery accuracy test. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. Customer support (cs) completed troubleshooting and the basal delivery totals in totally daily dose match active basal program total and the basal history matches the active basal program settings. The bolus is not extra but miscalculated and there are missing bolus records. The reporter stated that the patient had a blood glucose (bg) 212mg/dl with nausea. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is being made due to the alleged history settings issue.